Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Unit was primed to fill. Serviced circulation pump. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that the arctic sun device failed calibration error 80 (non-recoverable system error) expected was 6 and actual was 29.8. Inlet pressure (ip) was -7.0psi, chiller temperature (t4) was 3.9c, mixing pump command (mpc) was 100 percentage, circulation pump command (cpc) was 52 percentage. There was a failed mixing pump. Customer requested quote for 2000 hour service. Depending on their approval they might replace the 4 components included in a 2000 hour service in their biomed lab. Per sample evaluation results on 12an2024, it was reported that the arctic sun device unit was primed to fill. Device underwent 2k pm.